Manufacturer narrative:
The device was manufactured april 12-15, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor that was prepared with fluorouracil and sodium chloride (nacl) 121ml leaked. This was further described as the device ¿leaked significantly between preparation and administration (around 48 hours)¿ from an unspecified location. This was identified prior to patient administration and as a result, a new device was prepared. There was no patient injury or medical intervention associated with this event. No additional information is available.